Event description:
It was reported that particles were noticed in the infusion bag of the medication cassette. This particle matches the spectrum of polyethylene. It is known that the cassettes are sterilized with ethylene oxide; this is sucked through the cassette under vacuum. It was stated that the current percentage of rejection for this lot is of 7,23%. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: it was further reported that the current percentage of rejection for this lot was of 8%. There was no patient involvement, no patient injury was reported. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H2) correction: additional information was received. The customer indicated there were 35 affected devices however they did not provide any photos or samples to verify this information.

Manufacturer narrative:
H2) additional information: additional information was received. The customer indicated there were 134 affected devices however they did not provide any photos or samples to verify this information. H10 updated.